Event description:
Caller noted he had an older model AED and it was "dead" and he wanted to speak to someone about that. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).